Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of lens optic and haptic torn off. The lens was returned dry. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated a 12.5mm icm125v4 implantable collamer lens was noted to be torn prior to being loaded. There was no patient contact. A shorter lens was implanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4). No known impact or consequence to patient. Torn material. (B)(4).